Event description:
The initial reporter alleged discrepant results for hepatitis b virus (hbv) when using the kit s201 t-scrn mpx v2.0 96t ce-ivd assay on the cobas ampliprep instrument. The customer reported that three samples collected on (B)(6) 2022 were tested with the mpx v2.0 assay and were reactive for hbv. These samples were repeated at a different laboratory and were non-reactive. Serology results for the samples were also non-reactive.

Manufacturer narrative:
The analysis was performed on a cobas ampliprep instrument (serial number: (B)(6). The investigation determined that the kit s201 t-scrn mpx v2.0 96t ce-ivd assay did not exhibit any product-related issues. A review of the data provided revealed that the three alleged samples were not included in the submission. Only one sample was reactive for hbv, hiv, and hcv, and it was most likely an external positive control. Quality control data, complaint history, and non-conformance reviews did not identify any issues related to the customer allegation. Additionally, no product changes relevant to the reported event were identified. The inability to observe growth curves and CT values for the alleged three samples limited the investigation. Potential contributing factors, such as sample contamination, handling deviations, or samples near the assay's limit of detection, were considered but could not be confirmed. A definitive root cause could not be determined. The device remains in operation at the customer site.